Event description:
On date of event the customer lost consciousness and an ambulance was called. The adc memeber read 160 mg/dl and the paramedics meter read over 500mg/dl. Patient was transported to the hospital and was diagnosed with diabetic ketoacidosis. The only comparable readings were obtained from the same adc meter and were within 10%.